Event description:
The customer alleged that he performed a control test and received a result of 300 mg/dl. The normal control range was 90-124 mg/dl. The customer was unable to further troubleshoot the breeze2 system because he had already disposed of the control solution. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.